Manufacturer narrative:
Hoster, clay, et al. (2023). "Subcutaneous implantable cardioverter-defibrillator implantation position predicts successful defibrillation in obese and non-obese patients". Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-022-01462-z.

Event description:
It was reported per article of interest literature review that a retrospective analysis of s-ICD databases from rush university medical center (chicago, il) and northwestern medicine (chicago, il) was conducted between 2014 and 2022. A total of 184 patients were included. In the entire cohort, there were 11 cases of failed initial conversion during of ventricular fibrillation (vf) during defibrillation threshold (dft) testing using a 65-joule shock, consisting of 4 non-obese subjects and 7 obese subjects. Interventions after failed shocks included reversing the polarity of the shock (3 patients), increasing the energy of the shock from 65 to 80 joules (2 patients), repositioning of the device in the electrophysiology lab prior to repeat defibrillation testing (5 patients), and repeating shock with no intervention (1 patient). The 5 patients with failed conversion of vf who had the device repositioned in the lab all had a successful conversion of vf thereafter. No adverse patient effects were reported.